Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The surgeon reported endothelial damage in patient's right eye post laser assisted cataract procedure. The reporter attributes the damage to the power supplied by the device. Additional information was received from the surgeon. The patient experienced tears, burning, and irritation. No further information is expected.